Manufacturer narrative:
Patient height: (B)(6).

Event description:
It was reported that complete atrioventricular block was induced when the pulmonary artery catheter was inserted. The patient had been presenting complete left bundle branch block prior to the surgery. The model number was not provided in the literature, but it was confirmed with the sales representative that it was most likely to be 774hf75. This information was obtained from the literature cardiovascular anesthesia (vol.14 2010, supplement 201 page) and therefore, the device will not be returned for evaluation. Patient injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Right bundle branch block and complete heart block are listed as potential complications with the use of swan-ganz catheters. In the contraindications section of the instructions for use, it is noted that electrocardiographic monitoring during catheter passage is encouraged and is particularly important in the presence of complete left bundle branch block, in which the risk of complete heart block is somewhat increased. Review of the available information suggests that the patient's pre-existing conduction disturbance was the primary contributor to the adverse event reported. There is no allegation or evidence of a product malfunction. No actions will be taken at this time.